Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specific and displacement test. No unexpected low battery alarm anomalies noted. No unexpected battery power loss noted. Device received with cracked battery tube threads, cracked reservoir tube lip and stained address or serial number label. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's screen went blank after inserting new battery after one day and kept trying other batteries and it said weak battery. Customer stated that insulin pump had several no delivery alarms in the past and did not troubleshoot for no delivery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.